Event description:
Boston scientific received information that the right atrial (ra) lead had conductor fracture and insulation damage due to subclavian crush. Additional information obtained from the field representative that the lead fracture was determined through fluoroscopy and impedance testing. The lead fracture was located in clavicular or rub site. The physician attempted to extract the lead but was unsuccessful due to further evaluation needed. The ra lead was surgically abandoned and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.